Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to use error, the tidal ultrafiltration (uf) removal being set too low. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a high drain 106 alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use, at the end of therapy. The technical service representative (tsr) had a conference call with the patient and the rn. The rn stated she did not believe it was an iipv situation. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the rn on (B)(6) 2012, regarding the reported high drain 106 alarm. The rn stated that she made an adjustment to the patient's programming and since then everything has been going fine. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv identified in the device log was determined to be insufficient drain due to use error, the tidal ultrafiltration (uf) removal being set too low. Should additional information become available, a follow up MDR will be submitted.